Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. All available patient information was included. Additional patient details are not available.

Event description:
The customer observed falsely elevated architect estradiol results on a 42-year-old female patient that resulted in a bilateral oophorectomy in (B)(6) 2023. The patient began taking abemaciclib for the treatment of right breast cancer t2n1 beginning in (B)(6) 2022. Additionally, the patient also concomitantly took adjuvant endocrine therapy. In (B)(6) 2023 the patient¿s architect estradiol results were 336 pmol/l. The physician switched the patient¿s adjuvant endocrine therapy, however, the estradiol results remained elevated. Due to the inadequate ovarian suppression, the patient underwent a bilateral oophorectomy in (B)(6) 2023. After the surgery, the patient¿s estradiol results remained elevated at 330 pmol/l. In (B)(6) 2024, the architect estradiol result was 500 pmol/l. The patient¿s endocrinologist had her estradiol levels tested at different hospitals with different platforms (roche, siemens, beckman) and they all generated the same result of <60 (unknown unit of measure). No additional/further impact to patient management was reported.

Event description:
The customer observed falsely elevated architect estradiol results on a 42-year-old female patient that resulted in a bilateral oophorectomy in (B)(6) 2023. The patient began taking abemaciclib for the treatment of right breast cancer t2n1 beginning in (B)(6) 2022. Additionally, the patient also concomitantly took adjuvant endocrine therapy. In (B)(6) 2023 the patient¿s architect estradiol results were 336 pmol/l. The physician switched the patient¿s adjuvant endocrine therapy, however, the estradiol results remained elevated. Due to the inadequate ovarian suppression, the patient underwent a bilateral oophorectomy in (B)(6) 2023. After the surgery, the patient¿s estradiol results remained elevated at 330 pmol/l. In (B)(6) 2024, the architect estradiol result was 500 pmol/l. The patient¿s endocrinologist had her estradiol levels tested at different hospitals with different platforms ((B)(6)) and they all generated the same result of <60 (unknown unit of measure). No additional/further impact to patient management was reported.

Manufacturer narrative:
Section h1 type of reportable event was updated from malfunction to serious injury. Section h11 additional mfg narrative was updated due to a typographical correction. The complaint investigation included a review of data and information provided within the article, ticket trending review, device history record review and labeling review. Return testing was not completed as returns were not available. Data and information provided by the customer were reviewed and support the complaint issue. The ticket trending review did not identify any trends for the issue for the product. An additional sub search for similar complaints could not be performed as the lot number was unknown. Labeling was reviewed and sufficiently addresses the customer¿s issue. Per product labeling, samples from patients administered medications which inhibit tumour cell proliferation (e.g. Cdk 4/6 inhibitors) may be subject to interference/cross reactivity with the architect estradiol assay. In addition, drugs which interfere with or activate production of steroid hormones (e.g. Aromatase inhibitors) may also interfere or cross react with the architect estradiol assay. In such cases, an alternate method such as chromatography should be used. In this case, the assay should not have to been used to test estradiol levels of patients undergoing treatment with abemaciclib as it is a known interferent. Based on the investigation the architect estradiol is performing as intended, no systemic issue or deficiency of the architect estradiol assay was identified.

Event description:
The customer observed falsely elevated architect estradiol results on a 42 year old female patient that resulted in a bilateral oophorectomy in (B)(6) 2023. The patient began taking abemaciclib for the treatment of right breast cancer t2n1 beginning in (B)(6) 2022. Additionally, the patient also concomitantly took adjuvant endocrine therapy. In (B)(6) 2023 the patient¿s architect estradiol results were 336 pmol/l. The physician switched the patient¿s adjuvant endocrine therapy, however, the estradiol results remained elevated. Due to the inadequate ovarian suppression, the patient underwent a bilateral oophorectomy in (B)(6) 2023. After the surgery, the patient¿s estradiol results remained elevated at 330 pmol/l. In (B)(6) 2024, the architect estradiol result was 500 pmol/l. The patient¿s endocrinologist had her estradiol levels tested at different hospitals with different platforms (roche, siemens, beckman) and they all generated the same result of <60 (unknown unit of measure). No additional/further impact to patient management was reported.

Manufacturer narrative:
The complaint investigation included a review of data and information provided within the article, ticket trending review, device history record review and labeling review. Return testing was not completed as returns were not available. Data and information provided by the customer were reviewed and support the complaint issue. The ticket trending review did not identify any trends for the issue for the product. An additional sub search for similar complaints could not be performed as the lot number was unknown. Labeling was reviewed and sufficiently addresses the customer¿s issue. Per product labeling, samples from patients administered medications which inhibit tumour cell proliferation (e.g. Cdk 4/6 inhibitors) may be subject to interference/cross reactivity with the architect estradiol assay. In addition, drugs which interfere with or activate production of steroid hormones (e.g. Aromatase inhibitors) may also interfere or cross react with the architect estradiol assay. In such cases, an alternate method such as chromatography should be used. In this case, the assay should not have to been used to test estradiol levels of patients undergoing treatment with abemaciclib as it is a known interferent. Based on the investigation the alinity I estradiol is performing as intended, no systemic issue or deficiency of the architect estradiol assay was identified.